Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged multiple times and was repositioned. The lead was subsequently explanted and replaced after another dislodgement. During the ra lead replacement procedure, the right ventricular (rv) lead also dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.